Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error during normal use. It was stated that the insulin pump was not exposed to high magnetic fields. Troubleshooting was performed, and the insulin pump failed the displacement test. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the displacement test. The insulin pump was unable to prime during prime test due to faulty force sensor. The insulin pump also alarmed motor error during basic occlusion test. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. No error alarms noted in alarm history screen. Motor passed motor test. The insulin pump had a scratched display window.